Manufacturer narrative:
Additional information. B5 - on (B)(6) 2023 the lens was exchanged with a shorter length lens and the problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
H6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles, angle closure. H6 - work order search: two similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+2.0/066 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was reported as excessive vaulting, angle closure with elevated intraocular pressure and significant reduction of irido-corneal angles. There was a small tear in the icl during loading. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.